Manufacturer narrative:
Additional information provided: event.

Event description:
It was reported that during an unspecified infusion the user noticed that the tubing broke at the filter.

Manufacturer narrative:
Report source: post market surveillance for medical consumables. No product was returned by the customer for investigation. The complaint of the filter tubing broke was confirmed via photo supplied by the customer. One of the two photos provided observed that the pvc tubing was completely separated from the inlet port of the micron filter. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the tubing broke when infusing lipids.